Event description:
Pt admitted for gastric bypass. On the third post-op day, a skin breakdown was noted by staff between skin folds on back. The surgeon feels the source of skin breakdown was contributed by the grounding pad.